Manufacturer narrative:
Medical records were received and attached.

Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found 0 similar/related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She manually removed some of the pieces but was not able to remove all of them. She visited a doctor on (B)(6) 2017 to have the remaining pieces removed. Consumer is fine and is not showing any signs/symptoms of infection. No further information is available at this time.